Event description:
It was reported that balloon rupture occurred. A 3.00 mm x 12 mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device, and there was no patient injury reported. It was further reported that the balloon also failed to cross the lesion site.

Manufacturer narrative:
H6 device codes: updated.

Event description:
It was reported that balloon rupture occurred. A 3.00 mm x 12 mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device, and there was no patient injury reported.